Event description:
Used the sterile saline to clean an open wound that was deep and ran from mid-calf to ankle. While using this product an infection of pseudomonas got worse with no explanation - causing pain with thick yellow pus turning green.